Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had air bubbles in the tubing. The customer¿s blood glucose level was unknown. The customer reported that the size of the air bubbles were small ones and one big air bubble. The customer performed rewinding and small air bubbles pushed out however, large air bubble was still there. The insulin pump will not be returned for analysis.